Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. A supplement report will be submitted if provided. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideosocpe, which is an olympus asset with no reported complaint. During the evaluation of the device, residue inside the light guide lens. The repair center indicated that the most likely cause of the residue inside the light guide lens was due to cause was not established. There was no patient involvement.